Event description:
It was reported that during a routine follow-up, the physician noted a high, out-of-range shock impedance measurement of 142 ohms from this right ventricular (rv) lead. Provocative maneuvers were performed with no changes in impedance or noisy signals. Boston scientific technical services (ts) was contacted and stated there was some variability in the impedance measurements, but they were generally stable. A potential commanded shock test was recommended to assess the rv lead integrity and true shock impedance. Additionally, it was recommended to increase the shock impedance alert limit to prevent further alerts. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up, the physician noted a high, out-of-range shock impedance measurement of 142 ohms from this right ventricular (rv) lead. Provocative maneuvers were performed with no changes in impedance or noisy signals. Boston scientific technical services (ts) was contacted and stated there was some variability in the impedance measurements, but they were generally stable. A potential commanded shock test was recommended to assess the rv lead integrity and true shock impedance. Additionally, it was recommended to increase the shock impedance alert limit to prevent further alerts. Recently, another alert was received for shock impedance >145 ohms. Ts was contacted again and recommended provocative maneuvers and a commanded shock test. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up, the physician noted a high, out-of-range shock impedance measurement of 142 ohms from this right ventricular (rv) lead. Provocative maneuvers were performed with no changes in impedance or noisy signals. Boston scientific technical services (ts) was contacted and stated there was some variability in the impedance measurements, but they were generally stable. A potential commanded shock test was recommended to assess the rv lead integrity and true shock impedance. Additionally, it was recommended to increase the shock impedance alert limit to prevent further alerts. Recently, the physician performed a synchronous shock test to evaluate the delivered shock impedance measurements (125 ohms and 110 ohms were noted). The physician increased the shock impedance alert limit and is continuing with remote monitoring. At this time, the rv lead remains implanted and no adverse patient effects were reported.